Manufacturer narrative:
One cadd solis vip pump was received with no damage found on it. The event history log was reviewed and there was no evidence of the reported issue. A functional check was performed and the reported issue was able to be confirmed. The device's delivery accuracy was assessed with three different tests, at least one of the tests was found to be slightly over the manufacturing specifications. Therefore, it was recommended that the expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed volume accuracy testing. The issue was discovered during testing and there was no patient involvement.